Event description:
It was reported that during the reprocessing of a pk dissecting forceps instrument, a wire was broken at the wrist. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch up cable frayed at the distal clevis hub. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. The conductor wires were intact and undamaged. No other damage was found.